Manufacturer narrative:
Evaluation of the nim mainframe could not duplicate customer's issue of not working properly. Evaluation found no functional fault with the device. There were missing feet on the device. The feet were replaced and the software was upgraded to current version. The device tested to manufacturer product specifications and returned to the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the nim mainframe is not working properly. There was no report of patient impact.